Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention, a 10/3.00 flextome cutting balloon was selected for use. However, pressure was unable to rise and balloon ruptured occurred. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was retuned for analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted at the distal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to the pinhole leak. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention, a 10/3.00 flextome¿ cutting balloon¿ was selected for use. However, pressure was unable to rise and balloon ruptured occurred. The procedure was completed with a different device. No patient complications reported and the patient's condition was good.